Event description:
The customer contact reported a leak of a radioisotope. A 3-way stopcock was connected to the clave port of the tubing set and was being used to deliver an unspecified radioisotope. At the end of the procedure, an unspecified syringe was connected to the stopcock, and lasix 40mg was delivered. It was reported that the silicone sleeve of the clave port was in the depressed positioned and an unspecified volume of the radioisotope leaked. The procedure was completed. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.